Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that basal rates was not set up correctly into insulin pump and was requesting assistance with changing basal rates. Customer was advised that insulin pump would need to be replaced due to possible over delivering. Customer's blood glucose was 161 mg/dl.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Program multiple basal and boluses for 24 hours. Monitored device for three days. All boluses were properly recorded in download history report, in bolus history and in daily totals. No over deliveries noted. Device received with minor scratches on lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.